Event description:
During the infusion of decadron, the premedication for a chemotherapy treatment, the baxter clearlink IV tubing was found to be leaking at the proximal end of the inline tubing filter. The tubing was changed. It was reported that the outpatient infusion therapy department has had 6 similar issues with the clearlink tubing in the last 10 months. The baxter rep has been notified. The baxter rep stated she had provided the information related to the link to the analyst at baxter handling the complaint and will be picking up the tubing in the next week or so.